Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 instrument had jammed staples. No further info available concerning this case.